Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of approximately 25 mg/dl. Reportedly, customer was inadvertently entering units instead of carbohydrate amount. Additionally, customer was entering bg level for the amount of carbohydrates consumed. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.